Event description:
A nurse reported that following surgery, one of the scrub nurses had skin redness and itching at the site where the cuffs of the gown meet the skin on the arm. Both arms were affected. The scrub nurse was seen by the surgical center's employee health services, and topical hydrocortisone cream was prescribed. The itching and redness has resolved. Once this was healed, she tried a different scrub solution, and now allows it to fully dry before gowning. These two actions have allowed her to continue to scrub in for surgery, and she has not had any further problems with itching or redness.

Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The MFR order could not be reviewed because there was no lot# associated with the complaint. The customer's complaint history was reviewed for one year; this is the first complaint reported for this issue. The root cause cannot be determined. (B)(4).